Event description:
It was reported that during the procedure to implant a dual chamber device, this right atrial (ra) lead was placed in the atrium, but no capture was found. The physician repositioned the lead several times, but there was no change. Another 7736 lead was attempted, but the same issues occurred. The physician elected to implant a single chamber device versus a dual chamber device to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure to implant a dual chamber device, this right atrial (ra) lead was placed in the atrium, but no capture was found. The physician repositioned the lead several times, but there was no change. Another 7736 lead was attempted, but the same issues occurred. The physician elected to implant a single chamber device versus a dual chamber device to complete the procedure. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.